Event description:
A catheter revision was reported. It was stated that the "patient wasn't receiving drug". It was added that the patient's pump was on minimal rate for 2 months, "so that patient could have a lung operation". The spinal segment of catheter was replaced "due to no back flow". Drugs delivered via the device were morphine (changed from 50 mg/ml to 18.75 mg/ml), sufentanil 1 mcgg/ml, clonidine, bupivacaine 5mg/ml and baclofen 3mcg/ml. Patient was presently receiving a 6 day bridge to clear the old drug conc.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8703w, lot# l37628, implanted:1996 (B)(6), explanted: unk. (B)(4).